Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
May 17, 2017: legal medical records received. After review of medical records for the MDR reportability, no product/lot information or revision surgery information provided, nor any patient or product harm information. Shall there be new information received this complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: jun 29, 2017 medical records received. After review of the medical records for the MDR reportability, patient was revised to address adverse soft tissue reaction and elevated metal ions. Revision notes noted a soft tissue necrosis in an encapsulated pseudotumor. There was minimal corrosion on the trunnion with no obvious metal or structural defect. There was deficient bone in the anterior wall with some lysis. There were no laboratory results for cobalt-chromium levels. Added cup, sleeve and stem. This complaint was update on jul 4, 2017.